Event description:
It was reported to hewlett packard that a patient was in the ER and needed to be defibrillated. In low light conditions, the defib was set to 7 joules. The user thought they had set the defib to 300 joules. They could not see the black marker on the dial as it was worn off. After the problem was noticed, the defibrillator was set to the proper settings and used. The defibrillator worked as intended. The patient passed away in the ER.